Manufacturer narrative:
A ge service representative performed an onsite investigation. The system hard drive was evaluated and identified as the root cause of the issue. No conclusion can be drawn as repair information is unavailable and no additional service information was provided.

Event description:
The customer reported the loss of the live fluoroscopic image while in cine/vascular modes. No patient or user injury was reported.